Manufacturer narrative:
Analysis found the unit with no fault. The device was cleaned, placed into the typhoon chamber to check for any heat related failures, removed and tested in accordance with manufacturing specifications. Could not duplicate the customer complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nim eclipse controller was not working properly. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.